Manufacturer narrative:
This device was not returned to mmdg for evaluation. A DHR was not completed because no serial number was provided. Because the device was not returned to mmdg, no investigation could be completed. This report will be updated if the device is returned to mmdg.

Event description:
The initial reporter stated that the pump "air sensor was beeping at the 80ml/hr". It is unclear what they meant by this. They also stated they found blood in the IV administration set. Mmdg followed up with the initial reporter who stated that the patient had not experienced any adverse effect and that they had no other information to provide. ((B)(4)).